Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia and intermittent hyperglycemia while using the ilet system, including a documented low of 45¿50 mg/dl lasting about one to two hours and a high of 271 mg/dl, with the user expressing concern that basal delivery overnight contributed to lows. Symptoms included hypoglycemia with sleep disruption. Outcomes included self-management without assistance or medical intervention, use of 19 g carbohydrates for correction, and no hospitalization or long-term sequelae. Investigation included review of device performance with customer support, user coaching on hypoglycemia treatment and meal announcement, and internal troubleshooting and education. Investigation of this case revealed no device alarms, no evidence of hardware malfunction, and unclear root cause for the glycemic excursions. It was concluded that the events involved user-experienced hypoglycemia and hyperglycemia with cause not determined, and the case was addressed through troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.